Event description:
Dealer advised that the right crossbrace is bent where the upholstery attaches.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.